Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire insulation damaged. The conductor wire was exposed as a result. There was no material missing. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have scratch marks / abrasion on the yaw pulley. The scratch marks measure approximately 0.070" x 0.042". The root cause of this failure is attributed to user mishandling/misuse. The complaint regarding conductor wire insulation damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had scratches on the conductor wire insulation and internal wires were exposed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the central materials office representative and obtained the following additional information: the conductor wire was found damaged after reprocessing. The instrument was not inspected prior to use during the last use in a surgery. The internal wires were exposed as a result of the insulation damage. There was no loss of cautery associated with the damaged cable. The procedure was completed with the same instrument. The instrument was not inspected for damage after the completion of the procedure. The damage did not result in a fragment falling inside of the patient's anatomy. No photographic images of the device(s) or a video recording of the procedure available for isi review.